Manufacturer narrative:
There was no patient involvement. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in port charlotte, florida. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera pre (139 cfu/ml) and post (40 cfu/ml) cleaning procedure. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
Through follow-up communication livanova learned that the device was cleaned regularly as per instructions for use. No information about the frequency of h2o2 check and no confirmation about storage conditions of the heater coolers was given (drained or full of water). A blue tubing is being used (unsure if replaced yearly), a filter pall-aquasafe is at the very end of the water line and is being changed every two weeks, aerosol canister is being changed in accordance with the instructions for use and remains dry. Prior to initial operation and prior to storing the heater cooler, surfaces and water circuits are disinfected. In addition: a braided tubing runs from the faucet to paul filter and is not regularly detached and cleaned; h2o2 is being tested and is requiring to be added every day; the customer has removed units from service and brought in another unit that has negative test. - the customer plans to use the clean unit until their existing units can test negative or new units arrive. According to further follow-up, it emerged that h202 is daily tested by customer and this requires increased quantity of h202. The tubing, despite braided, is not renewed but is being detached and cleaned sporadically. No test on the water source was conducted so far. Involved affected has been removed from the service and replaced with a competitor device. Based on the collected information, it cannot be excluded that source of contamination could be related to location where device is used/stored and remains unknown.

Event description:
See initial report.

Manufacturer narrative:
Based on the collected information, it cannot be excluded that source of contamination could be related to location where device is used/stored and remains unknown. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.